Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Stenosis and angina, as noted in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting. Stenosis, angina, and hospitalization are listed in the risk assessment matrix as no-fault-post-procedure complications. Additionally, the lesion was not pre-dilated. It should be noted that the IFU, states: pre-dilate the lesion with a ptca catheter. In this case, it is possible that the angina was a secondary effect of the stenosis. A conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the pt underwent direct stenting of the mid lad with a xience v stent. At an unk time in 2009, the pt started having anginal symptoms similar to the symptoms experienced prior to the recent percutaneous coronary intervention (pci). The pt was hospitalized one month later, and it was reported that the proximal portion of the previously stented area was treated by placing an additional stent overlapping the first xience v stent. The pt was discharged two days later. No additional event or pt info is available.